Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that patient's left proximal humerus replacement has dislocated for the second time. Previously the patient had a successful surgery and then dislocated and was treated with a liner/ring exchange.

Event description:
It was reported that patient's left proximal humerus replacement has dislocated for the second time. Previously the patient had a successful surgery and then dislocated and was treated with a liner/ring exchange. 22dec2020 - update: further investigation shows dislocation likely occurred between the in situ bayley/walker glenoid screw and new humeral bearing liner (implanted (B)(6) 2020).

Manufacturer narrative:
Corrected data: update to device details d1, d4, d6a. Additional manufacturer narrative: reported event: an event regarding dislocation involving a mets, proximal humeral replacement, liner was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.